Event description:
While performing a treatment with the 15mm handpiece, one hour into the treatment, the user heard a static, sizzling sound followed by a bit of smoke and a little spark. The pt was not affected. The aesthetician was using the footpedal. The cable was not coiled. This handpiece was used approx 20 times since purchasing in march 2011. The generator setting was 25. Gauze with alcohol is used to sterilize the handpiece between procedures.